Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon ruptured occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous anterior tibial artery of the left leg. The physician advanced the 2.5x120x150 sterling balloon to the lesion and on the first inflation, inflated the balloon to 6atms for five seconds and the balloon ruptured. The procedure was completed with a 2.5 non-bsc balloon. No patient complications were reported and the patient's status is okay.